Event description:
It was reported that patient experienced cardiac perforation, cardiac arrest, pericardial effusion and cardiac tamponade. During a concomitant atrial fibrillation ablation (afib) and a left atrial appendage (laa) closure procedure, a farawave ablation catheter was selected for use. The transseptal puncture was performed however was slightly difficult due to the septum was aneurysmal. The patient was given an afib ablation and a 27mm watchman flx pro closure device was implanted. There was no difficulty with the ablation workflow. The patient arrested the following day. The patient accumulated blood in the pericardial sac approximate 24 hours after the procedure resulting in cardiac tamponade, cardiopulmonary resuscitation (CPR), and pericardiocentesis before being taken to the operating room (or) for surgery. In the or, an anchor was discovered perforated through the base of the laa from the closure device. The potential cause for bleeding was not disclosed. The closure device was removed, and the appendage was ligated. The patient was discharged on (B)(6) 2026. The physician does not believe the farawave, faradrive, or versacross caused issues. It is believed that the watchman device caused the effusion. Watchman device was determined to be the source of perforation. The farawave device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Device technical analysis: it was indicated the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Based on the investigation the reported allegations were unable to be confirmed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk assessment: although the events were associated with another device, the risk review performed for the farawave device confirmed that the events of cardiac arrest, cardiac tamponade and cardiac perforation are known events defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on the information provided, boston scientific has assigned an investigation conclusion code of cause traced to another device to the reported allegations of cardiac arrest, cardiac tamponage and cardiac perforation. According to the information reported, it was confirmed that the watchman flx pro closure device was the source of the cardiac perforation, which subsequently led to pericardial effusion, cardiac tamponade, and cardiac arrest. There is no evidence to suggest that the farawave catheter or the ablation procedure caused or contributed to the reported symptoms. There were no allegations of device malfunction or performance deficiency.

Event description:
It was reported that patient experienced cardiac perforation, cardiac arrest, pericardial effusion and cardiac tamponade. During a concomitant atrial fibrillation ablation (afib) and a left atrial appendage (laa) closure procedure, a farawave ablation catheter was selected for use. The transseptal puncture was performed however was slightly difficult due to the septum was aneurysmal. The patient was given an afib ablation and a 27mm watchman flx pro closure device was implanted. There was no difficulty with the ablation workflow. The patient arrested the following day. The patient accumulated blood in the pericardial sac approximate 24 hours after the procedure resulting in cardiac tamponade, cardiopulmonary resuscitation (CPR), and pericardiocentesis before being taken to the operating room (or) for surgery. In the or, an anchor was discovered perforated through the base of the laa from the closure device. The potential cause for bleeding was not disclosed. The closure device was removed, and the appendage was ligated. The patient was discharged on (B)(6) 2026. The physician does not believe the farawave, faradrive, or versacross caused issues. It is believed that the watchman device caused the effusion. Watchman device was determined to be the source of perforation. The farawave device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.